Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 (investigation summary) was omitted from the initial MDR 30 day report.

Event description:
A low readings issue was reported with the freestyle libre sensor. A caller reported receiving sensor scans of 2.0 mmol/l and 3.30 mmol/l as compared to results of 15.0 mmol/l and 15.5 mmol/l obtained from an hcp meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A caller reported receiving sensor scans of 2.0 mmol/l and 3.30 mmol/l as compared to results of 15.0 mmol/l and 15.5 mmol/l obtained from an hcp meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.